Event description:
It was reported by service report that the scale display numbers were fluctuating. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results- load cell.